Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One collar ti 3.5mm impl 3mm 5.5mm flare (thc3/5) was returned for investigation. Visual evaluation of the as returned product identified significant wear about the implant body and fracturing at the collar. The titanium collar is fractured with only the threaded portion returned. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 (universal) and used for approximately 10.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 61048818. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 61048818 for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided, device product code unknown / not provided, device UDI number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the implant fractured while thc3/5 was in place. No further information provided for this event. Site was grafted prior to placements. Customer noted crown came off as well. The procedure was completed with another device. Patient will return for another unknown appointment. Tooth location 20. Inspection of the returned device notes that both the implant and the threaded portion of the restorative collar were fractured during the event.